Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to clean the ez changer valve part which resolved the reported issue.

Event description:
The hospital reported a leak greater than 4.5lpm causing a loss of all ventilation modes. There was no report of patient involvement.